Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacement desktop charger didn't resolve the issues. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Event date month and year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger wasn't working as the screen didn't show anything and was blank. The caller stated they had been in pain for 3 weeks and the recharger and programmer weren't working. The desktop charger metal part was damaged as the connector pin was loose. No further complications were reported or anticipated.